Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the error 2 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the same day at 12:00 pm. As a result of the reported issue, the pt took a decreased dose of her diabetes medication (6 units of insulin). Her diabetes regimen is not provided. The pt also mentioned that during the time the issue began, she experiencing symptoms of being shaky, tired, and frequent urination. The pt had received assistance/advice from the emergency room and was tested on the ER meter with a result of "approx. 240" mg/dl. She reportedly received insulin treatment. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct. It was determined that the error 2 occurred when the power button was pressed and when a test strip was inserted into the meter. This complaint is being reported because as a result of the reported issue, the pt allegedly took a decreased dose of her diabetes medication and claimed to have experienced symptoms of hyperglycemia. She was treated with insulin at the emergency room. It is not known what time she received the medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.